Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: appropriate position of the essure devices with successful occlusion of both fallopian tubes. Pathology test - on (B)(6) 2019: result: a. Left tube and one essure coil: - segment of fallopian tube and essure coil. B. Right tube: segment of fallopian tube. C. Two essure coils, one explanted from left tube and one explanted from right tube: - two essure coils. Gross only examination. Gross discerption: a. The specimen is labeled "left tube and one essure coil." Received in formalin is a 5.2 cm in length x 0.6 cm in diameter fimbriated fallopian tube. B. The specimen is labeled "right tube." Received in formalin is a 9.3 cm in length x 0.5 cm diameter fimbriated fallopian tube. The specimen is received in three pieces. The fimbriated end is bisected longitudinally and the remaining fallopian tube is early sectioned to reveal a patent lumen. C. The specimen is labeled "two essure coils, one explanted from the left tube and one explanted from the right tube." Received in formalin are two portions of coiled silver wire, 0.1 cm in diameter and 4.0-5.5 cm in length.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.